Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the device indicated the gas supply indicator was faulty. The component was replaced to address this issue.

Event description:
Information was received indicating that the o2 to a smiths medical pneupac¿ parapac plus is not functioning. There were no reported adverse effects.